Manufacturer narrative:
The manufacturer received additional information from the site on january 29, 2018 identifying the following. Echo intra-op by cardiac anesthetist was of moderate to severe central ar, no other abnormalities. The extra cpb time and added x-clamp time were 56min and 47min, respectively. The site came off bypass and waited on the hope it would settle then had to go back on pump to do a redo. Patient outcome was fine with an uncomplicated recovery. The above information has been included in an updated event description in section b5. In addition the manufacturer was notified of the device serial number. The device information ahs been updated in section d4. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. In addition, the valve satisfied the acceptance criteria of the steady flow test inspection at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The prosthesis was mounted in silicon aortic root with maximum annulus diameter per IFU (i.e. 23 mm) and tested under the following pulsatile-flow conditions: 70 bpm; systolic duration 35%; cardiac output (c.o.): 5.0 l/min; back pressure: 80 mmhg, 120 mmhg and 150 mmhg; c.o.: 2.0 l/min; back pressure.: 50 mmhg. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.52 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 8.4% and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad, even if the valve reveals a small central hole during closing. The results of the analyzed perceval valve size 23/m sn (B)(6) show that, even if a small central hole is visible during the valve closing, the device meets the iso 5840 minimum requirements and the reported issue was not reproduced. Based on the performed analysis it is not possible to define a specific root cause because several concomitant factors can induce the claimed central leak including anatomical aspects. The root cause of the reported event can therefore not be established.

Event description:
On (B)(6) 2018 a patient received a perceval sutureless aortic heart valve prosthesis. The manufacturer was notified that the device was removed after implantation. The manufacturer received additional information from the site on (B)(6) 2018 identifying the following. Echo intra-op by cardiac anesthetist was of moderate to severe central ar, no other abnormalities. The extra cpb time and added x-clamp time were 56min and 47min, respectively. The site came off bypass and waited on the hope it would settle then had to go back on pump to do a redo. Patient outcome was fine with an uncomplicated recovery.

Manufacturer narrative:
The manufacturer received the device for analysis on nov. 15, 2018. A gross investigation was performed. The returned prosthesis valve was received immersed in little liquid but resulted still wet and in general good conditions. Please note the manufacturer is resubmitting this report which was already submitted on dec. 4, 2018. The following two acknowledgements were received: this mdn (message disposition notification) was automatically built on wed, 05 dec 2018 01:03:56 gmt in response to a message with ID (B)(4) received from zzfda on wed, 05 dec 2018 01:03:55 gmt. Unless stated otherwise, the message to which this mdn applies was successfully processed. (B)(4). Date/time receipt generated: 12-04-2018, 20:12:12. "Cdrh has received your submission." The third ack was not received due to the following issue: "he" submission with the core ID (B)(4) got rejected as the xml is invalid against schema. The suspected cause of this issue has been corrected and the form is being resubmitted with all original information that was included on the dec. 4, 2018 submission.

Event description:
On (B)(6) 2018 a patient received a perceval sutureless aortic heart valve prosthesis. The manufacturer was notified that the device was removed after implantation due to an unknown issue. The device was replaced with a stented valve. No additional information received.